Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) had to be repositioned due to poor capture threshold. After repositioning, the lp lost conductive telemetry. A different lp was used to compete the procedure. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to interrogate and failure to capture were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the helix, the helix length was within specification. Further analysis performed, including output verification found no anomaly contributing to reported event of capture problem with the device able to be interrogated successfully with merlin programmer without loss of telemetry. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.